Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during out of clinic sensing tests, crosstalk was observed. The ventricular safety standby was temporarily turned-off during the test so that device cannot respond to crosstalk. The patient remained asymptomatic. No changes were made to device programming after the test. Patient will continue to be monitored.